Event description:
An elderly patient received two skin blisters during an electrotherapy treatment. The patient was being treated on the shoulder for an unknown symptom. The patient completed the treatment with no noted discomfort. Later in the evening, the nursing staff noted 2, 1/2 " diameter blisters on the patient's shoulder in the area of the previously applied electrotherapy electrodes. The staff noted that the electrodes had been used prior to this event. Also, the patient had vaseline applied and removed in the area of treatment prior to the electrotherapy session.

Manufacturer narrative:
The injury did not lead to the administration of any medications and/or medical intervention. The event did not lead to a delay in treatment or recovery of the source symptom of the patient. There was no reported scaring, infection, or other damage to the patient. The clinician did not classify the blisters to a 'degree'. The clinician could only recall a limited amount of treatment and patient details. The electrodes, specific to the incident, as cited by the clinician, were not returned for evaluation. Proper care of the electrodes and applicable patient skin preparation are indicated in the device user manual. Proper care of the electrodes, skin preparation, and application are important for the safe and effective electrotherapy treatment. These measures must be performed to minimize the risk of patient discomfort and injury. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.